Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels between 300-500 (mg/dl). It was also reported that the pump does not alert the customer when insulin delivery has stopped. Correction boluses were administered to address bg levels. It was indicated that manual injections were available for back up therapy.